Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level of 800 mg/dl and diabetic ketoacidosis. In addition, the customer¿s mouth was chewed on during the reported event. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. The cause of the reported event was unknown. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.